Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads , upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: 18237496.

Event description:
It was reported that the patient experienced inadequate stimulation due to the placement of the lead. The patient also had a lot of abdominal stimulation. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.